Event description:
It was reported that the patient could not get any green lights on the telemetry portion of the monitor during a manual transmission. Trouble shooting was exhausted and the patient was referred to the clinic. Follow up indicated that the patient has not been seen by the physician on record. The monitor will not be returned. The device remains in use. No patient complications have been reported as a result of this event.